Event description:
It was reported that during a shoulder joint repair, while being implanted the end of the anchor broke. The anchor was removed, and a backup device was used to complete the procedure.

Manufacturer narrative:
Previous MDR reported the investigation for a different event. The following is the correct investigation results for this event. Visual assessment of the device showed the proximal end of the anchor has broken. The distal end of the inner shaft has also broken off and a portion of it remains within the anchor assembly. The break area of the inner shaft is bent. This condition indicates axial alignment was not maintained during insertion of the anchor. Clinical details were also provided reporting that a tapered awl was used to prep the insertion site. The device IFU recommends a straight awl for general use and a tapered awl in soft bone. This investigation could not identify any evidence of product contribution to the reported complaint.

Manufacturer narrative:
Visual assessment of the screw confirmed the complaint of breakage. The first two distal threads have broken off and were not returned for evaluation. The break is angular in nature. Additionally there is damage to the threads of the screw consistent with being handled with a hemostat or other grasping device. Dimensional assessment was limited to major diameter and wall thickness, which were found to meet print specifications. With the limited clinical details provided regarding tunnel size, graft type and size no root cause can be determined.